Event description:
It was reported that tube pms plh 13x100 4.5 slbl lim ce was missing additive and was clotting the following information was provided by the initial reporter: "we did electrophoresis of the proteins on a few of the tubes involved in the problem. This analysis showed the absence of fibrinogen peaks. This confirms the coagulation of these tubes in addition to the information provided for the quality claim below, the customer has carried out an analysis which shows that the plasma has coagulated and which indicates that there is no anticoagulant dispensed in the barricor tube concerned by the quality claim in question. Can you add this data to the quality claim? This will be useful for the quality investigation if samples are tested and if the lot in question has been subject to an incident with regard to the dispensing of heparin in the tubes."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that tube pms plh 13x100 4.5 slbl lim ce was missing additive and was clotting. The following information was provided by the initial reporter: "we did electrophoresis of the proteins on a few of the tubes involved in the problem. This analysis showed the absence of fibrinogen peaks. This confirms the coagulation of these tubes in addition to the information provided for the quality claim below, the customer has carried out an analysis which shows that the plasma has coagulated and which indicates that there is no anticoagulant dispensed in the barricor tube concerned by the quality claim in question. Can you add this data to the quality claim? This will be useful for the quality investigation if samples are tested and if the lot in question has been subject to an incident with regard to the dispensing of heparin in the tubes."